Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient¿s patient line was connected to the transfer set prior to priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. A customer contacted baxter regarding the patient that was connected before priming on the homechoice. The care giver stated the homechoice was at stopped setup. The technical service representative had the care giver close all the clamps including the transfer set and cycle the power. The technical service representative instructed the care giver to disconnect the patient aseptically and start over with all new supplies. The technical service representative explained the patient should never be connected until after the machine had gone to connect yourself prompt and the line was primed all the way. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.